Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Device not returned for evaluation.

Event description:
It was reported that the patient experienced urinary leakage when sitting on a hard chair, with his artificial urinary sphincter (aus). It was added that after 1.5 years post implant, the patient was able to void using one hand, but later the pump became more mobile and slippery. The leakage did not require the patient to wear pads. As of today, a revision surgery has not been planned. Should additional information be received a supplemental report will be submitted.